Event description:
The customer reported the system will not display an image or fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier and performed a beam alignment. System operates as intended. (B) (4).